Event description:
It was reported the patient was having their battery replaced and they were potentially going to do a lead revision. It was noted the procedure was occurring at the time of report and prior to the procedure they couldn¿t do an impedance test because the battery was completely dead. It was stated they placed a new battery and torqued it down but they got open circuits on all contacts when doing the impedance test. Reportedly, they took the battery out of the pocket site and the lead just slipped out of the header even though they had supposedly tightened it down. They tried to reconnect and tighten it down again but had no luck getting the lead seated because the lead pulled out again. It was stated there was no visible lead damage at all. Reportedly, they tried reconnecting the old battery to the lead but couldn¿t get it to torque at all. It was later reported there were no lead fractures noted but the lead would not remain within the header of the implantable neurostimulator (ins) regardless of proper torquing of the setscrew. It was stated the lead and ins were replaced and the issue was resolved. The patient¿s new lead and battery were programmed appropriately and they were doing well.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ef7q, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Additional review determined conclusion code 92 no longer applies to this event. If information is provided in the future, a supplemental report will be issued.